Manufacturer narrative:
Leaflet prolapse. Method - device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device the clinical observation cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications prior to product being released for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted approximately four (4) years and five (5) months, was explanted due to severe insufficiency the explanted device was replaced with a 3300tfx 21mm. Through follow up with the health care provider, it was learned that two of the prosthetic aortic valve leaflets "were totally degenerated and prolapsing." Post implant with the 3300tfx aortic bioprosthesis, the patient tolerated the procedure well and was returned to the cardiovascular intensive care unit in stable condition.